Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligner broke one of their teeth and caused gum issues to the point where they could not wear the aligners. They reported additional information that they do not have the broken tooth anymore. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.